Event description:
It was reported that the catheter disconnected from the pump. Per the hcp the pump was replaced when they determined that the catheter was disconnected from the pump, they decided to replace the pump as well. The patient was going to need high doses of medication so they determined the 40ml pump would be better suited for the patient. The pump delivered baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4).